Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Review of the pump data by tandem technical support showed the customer held down the wake button while the pump was connected to a power source and inadvertently entered the pump into storage mode prior to the rest. Customer reported blood glucose (bg) level was 61 (mg/dl). The customer consumed juice to address bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.